Event description:
A lead extraction procedure commenced to remove a right ventricular (rv) lead due to non-function. A right atrial (ra) lead was present within the patient but was not targeted for extraction. Spectranetics lld lead locking devices (lld) was inserted into the rv lead to provide traction. The procedure began using a spectranetics 14f glidelight laser sheath and spectranetics 13f tightrail rotating dilator sheath, and the decision was made to upsize to a spectranetics 16f glidelight laser sheath, along with a spectranetics large visisheath dilator sheath. Progress was made to the upper superior vena cava (svc); however, the patient's blood pressure dropped and a pericardial effusion was detected via intracardiac echocardiography (ice). Rescue efforts began, including rescue balloon, bypass, and sternotomy. A perforation in the svc was discovered. But despite extensive attempts to repair, the lead was not removed, and the patient did not survive the procedure. This report captures the 16f glidelight in use when the perforation occurred, requiring intervention, but resulting in death. There was no alleged malfunction of any spectranetics device in use during the procedure.

Manufacturer narrative:
A3b) patient gender: not available from facility. D4) device serial number: not available from facility. H3) the glidelight was discarded, thus no product investigation was performed. H6) per IFU, perforation and death are listed as potential adverse events with use of the glidelight device. Submission of this report does not, in itself, represent a conclusion by the manufacturer and/or authorized representative or the national competent authority that the content of this report is complete or accurate, that the medical device(s) listed failed in any manner and/or that the medical device(s) caused or contributed to an alleged death or deterioration in the state of the health of any person.